Event description:
Asr revision; asr resurfacing product - right hip; reason for revision: component loosening.

Event description:
Asr revision; asr resurfacing - right hip; reason(s) for revision: pain; component loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
It was reported that the component that loosened was the acetabular cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, asr resurfacing product - right, reason(s) for revision: component loosening. Update form 73 received april 16th, 2013. Patient ID, additional reason for revision added. Reason(s) for revision: pain. Update received april 24th, 2013 - the asr acetabular component was removed with ease indicating micro motion and loosening. Update - marked as legal, added patient name, gender and date of birth, attached legal letter. Taken from legal letter dated 13th feb 2015. Patient name: (B)(6), gender - male, date of birth - (B)(6) 1950.